Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found full breach outer insulation degradation in multiple locations adjacent to the connector boot. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.